Event description:
It was reported that the implant packaging was found empty without an implant inside of it.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional 510(k) number is k101880.

Event description:
It was reported that the packaging was found empty without the implant inside of it. The procedure was completed using another implant.

Manufacturer narrative:
Supplemental report provided as the customer sent in more paperwork with additional information on the event and patient details. The below sections have been updated since the initial report filed under MFR #.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.' One empty packaging was returned for investigation. Visual evaluation of the as returned packaging identified the implant capsule was received along with the outer vial tamper seal, already open. The coob is non-verifiable. The inner vial was missing. Functional testing to recreate the reported event could not be performed due to the nature of the device & event.pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The customer did not provide any pictures. Review of appropriate documentation: documents reviewed: 4869 rev. 9 -10/19; product packaging; pages 2-3. DHR review: DHR review was completed for the subject lot number (1228706). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1228706) for similar events and no other complaint was identified. Review completed utilizing keywords: 'incorrect component quantity.' Post market trending review: november post market trending was reviewed and there were no actionable events or corrective actions for the reported event (incorrect component quantity) or product (tsvmwb8). No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information, the packaging malfunction could not be verified and the reported event was non-verifiable. As the circumstances of the device delivery could not be recreated. Additionally, the alleged coob could not be verified.